Manufacturer narrative:
Manufacturer's investigation conclusion: the reported break in the driveline at the bottom of an existing clamshell repair was confirmed via a photo provided by the account. Review of the submitted log file data confirmed an elevation in pump power/estimated flow associated with a pi event. The submitted log file contained data spanning from 20jul2019 at 22:41:51 to 15aug2019 at 14:17:11, per the timestamp. No notable alarms were recorded. A transient elevation in power/estimated flow associated with a pi event was captured on (B)(6) 2019 at 18:28:25. A specific cause for the change in pump parameters cannot be conclusively determined. Abbott technical services recommended a short driveline repair due to the nature of the break and its location with the clamshell repair. The account stated that the patient has poor memory/cognitive status and the repair was deferred at this time. The patient was reportedly doing well and had no pump stops or driveline alarms. The center was to continue monitoring the patient, who remained ongoing on (B)(4). The patient ultimately received a distal end driveline repair on (B)(6) 2019 that was reported under MFR 2916596-2019-04564. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: the patient was transferred to providence (B)(6) medical center. Driveline repair will not be performed. The patient has poor memory and cognitive status so the clinical team is deferring driveline repair at this time. The patient reports no driveline alarm or pump stops, and will continued to be monitored.

Manufacturer narrative:
The patient had a clamshell repair on (B)(6) 2019 and is captured under MFR# 2916596-2019-00623. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient previously had a clamshell repair. The driveline is broken at the bottom of the clamshell repair. Plastic insulation is intact but copper shielding is breaking away and the red wire underneath the plastic insulation is exposed. The patient had not experienced any alarms associated with the driveline damage. The manufacturer's technical service representative reviewed the log file and observed no unusual events.